Event description:
Patient contacted dexcom technical support to report cgm inaccuracy compared to blood glucose meter. The patient reported that he did not calibrate the cgm since seeing the inaccuracy. This is off-label use, as instructions indicate upon seeing a 20-point difference between blood glucose meter and cgm readings the user should wash hands and take another measurement. If the difference between this second blood glucose reading is greater than 20-points, patient is instructed to recalibrate sensor using the second blood glucose reading. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.